Manufacturer narrative:
The investigation determined that the issue was related to a single reagent pack and was resolved by the customer's replacement of the reagent.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for qc and patient samples from the cobas c513 analyzer commercial system. One example had an initial result of 5.44 % and a repeat result of 6.05%.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer replaced the reagent, and qc was then in range. The field service engineer performed a vertical adjustment of the reagent probe and performed qc. The investigation is ongoing.